Manufacturer narrative:
(B)(4). No hospital name, address, or contact person was provided in the maude report. Carefusion is unable to contact the customer for additional information or to request the return of the affected product.

Event description:
Received customer's maude report: "IV pump channel turned red, pump not functioning, removed from use. Dose of amount: d5ns 60 ml/hr; frequency: continuous; route: IV."